Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. A stereotactic breast biopsy procedure using a mammotome revolve vacuum-assisted biopsy system was conducted on (B)(6) 2017 during which it was reported that the patient was noted to have a hematoma forming on her breast immediately. Pressure was applied on the area of the biopsy for about 30 minutes, which initially looked stable but was noted to have some enlargement on the area of the hematoma, thus a surgical consult requested. Patient was then admitted to the hospital for overnight observation. It was noted that the patient has been on blood thinners since suffering a stroke in 2009 which could have been a contributing factor. The patient was discharged from the hospital within 24 hours. Post discharge patient follow-up information is not available. The possibility of bleeding exists with any biopsy procedure and some biopsies will have it more than others, based on the anatomy of the patient and the lesion. However, due to the patient being admitted to the hospital for further evaluation and pursuant to 21 cfr 803 this is a reportable adverse event thus, we are submitting this medwatch report.

Event description:
The sales rep reported that patient experienced severe bleeding requiring surgery and inpatient admission (1d). Malignant findings.